Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part # unknown / unknown stem / lot # unknown; part #unknown / unknown cup/ lot # unknown; part #unknown / unknown liner/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -00779, 0001822565 -2021 -00782, 0001822565 -2021 -00783.

Event description:
It was reported that patient underwent left hip revision procedure approximately 9 years 5 months¿ post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.